Manufacturer narrative:
Additional narrative: (B)(6). Date of infection is not known. (B)(4), lot number unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal took place due to infection close to implant site. Patient was originally implanted on (B)(6) 2016 with a nail for a femoral shaft fracture. Patient now wanted the parts out. There was a non-related injury to the medial side of the knee (abrasion) and that site got infected which corresponded to one of the screws¿ paths. Patient was concerned that the infection would get to the implant. Patient was healed at the implant site. Patient ended up with an antibiotic nail made up of cement and gentamicin. Procedure completed successfully and patient was in stable condition. This report is for one (1) 5.0mm locking screw 48mm. (B)(4).